Event description:
It was reported that a malfunction alarm occurred. At the time of the report with tandem technical support the customer did not have an alternate method for insulin therapy. Customer declined further troubleshooting. Customer¿s blood glucose level was 150 mg/dl.